Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be traced to maintenance, which is improper maintenance. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the motor and bearing of the air oscillator device were worn. It was observed that the device had an insufficient/low power and an air leak. It was further determined that the device failed pretest for check oscillating frequency with frequency meter and check for air leak. It was noted in the service order that during an unspecified surgical procedure, it was discovered that the engine of the device was blocked. It was reported that there were no delays in the surgical procedure as a spare device was used to complete the surgery. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.